Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-10052. It was reported the patient (B)(6) was no longer receiving effective stimulation. The neurosurgeon elected to proceed with surgical intervention after identifying the lead had become partially disconnected from the lead extension. During the procedure, the neurosurgeon reconnected the lead extension to the lead. Intraoperative testing revealed high impedance on one contact. Postoperative programming initially resolved the reported issue; however, the patient's tremors returned after 30 minutes. Diagnostic testing that followed, identified high impedance on two lead contacts. Add'l surgical intervention will be undertaken at a later date to address the reported issue.